Event description:
It was reported that the right ventricular (rv) lead helix required multiple rotations and "popped" out when extended during implantation. The rv lead was checked after implantation and there was no capture. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.